Event description:
The tool was being used on the surgical field during the surgery when the tool was passed back to the tech, the md and tech noticed a chip missing from the metal internal ring of the instrument. The tech showed the instrument to the md and the company rep. The item was removed from the field and sequestered for risk management. An x-ray via fluoroscopy was taken and md determined no retained metal fragments present.